Manufacturer narrative:
The customer indicated that the biohit pipettor dispensed the incorrect amount of fluid. No definitive root cause was determined. The customer observed the issue while pipetting sample and aborted testing, preventing erroneous test results from being reported. However, if this incident were to occur undetected, an incorrect dispense of fluid could lead to variation in antigen / antibody ratio and erroneous test results. The customer complaint was confirmed. Issue resolved through product replacement. The pipettor in question will be staged for further disposition.

Event description:
Customer immediately stopped using the mts device when they observed the dispense to be of a lower volume than intended.